Manufacturer narrative:
The reported event was not confirmed. The service evaluation that the buttons have no function which is most likely attributed to improper device handling. The most likely cause of the reported failure is a user error, specifically the incorrect setting of the device on the handpiece or the use of an incorrect handpiece. Directions for use dfu-0215-eo revision 1 disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection and shaverdrill devices I. Device insertion and removal. To insert a disposable device, insert the device into the handpiece so that the plastic tab mates with the handpiece slot. The tab should be pushed in proximally as far as possible for a positive lock. Dfu-0154-eo revision 6 synergy and adapteur power system ii (aps ii) shaver handpieces. To insert an attachment, fully insert the hub into the hub bore of the handpiece. Watch the locking pin slide back and forth to check that it is locked in place. There will be an audible ¿click¿ sound when the handpiece is securely locked.

Event description:
It was reported that during a shoulder decompression surgery the shaver handpiece ar-8332h (sn: (B)(6)) damaged 2 burrs ar-8400obe (batch 15446780). They got torn up in the bottom where they attach to shaver handpiece. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.